Event description:
Litigation papers received. Paper allege patient suffers from severe pain, discomfort in thighs, joints and groin, metallosis, pseudotumors that have damaged bone and tissue surrounding the implants, stiffness, inflammation, infection, chromium and cobalt metal toxicity, lack of mobility and clicking and popping sensation when moving to/from a sitting position.

Manufacturer narrative:
Depuy still considers the investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.